Event description:
During a lap colectomy procedure, with blue reload on 3rd firing close down across bowel and held and then fired. The knife blade advanced and staples formed but it did not completely close the bowel. Another stapler with green reload was used to complete the procedure. No pt consequence.